Event description:
Additional information was received from the health care professional (hcp) that noted the high measurement was 127 ohms, and the impedance plot over time was erratic. The last measured shock lead impedance was 103 ohms. No adverse patient effects were reported. The system remains in service.

Event description:
Boston scientific received information that this patient's home monitoring system transmitted that a high out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system had been detected. At this time, no adverse patient effects were reported.

Event description:
Further information was received that a recurrent high, out of range shock lead impedance measurement was received. Subsequently information was received from the field representative that the impedances have been chronically high and there were no plans to do commanded shock testing at this time. The device system remains in service and there have been no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the rv lead impedances have reached 149 ohms. A commanded shock is now being considered, but has not been performed at this time. The lead remains in service. No adverse patient effects were reported.